Event description:
It was reported that low, out of range, high voltage lead impedance was observed. The lead was capped. Patient condition was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.